Event description:
It was reported that within two months of implant, elevated threshold was noted during follow-up. Repositioning was attempted, but a stable position could not be located. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).